Event description:
It was reported that during a da vinci-assisted other urology surgical procedure, the blue fiber cable (bfc) at the patient side cart (psc) was burnt and the issue was discovered before docking the robot. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer used another dv system to complete the procedure with no patient injury or harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that both optical fibers had been heated and melted and replaced the fiber optic cables (foc). The system was tested and verified as ready for use. The probable root cause could not be determined since the foc will not be returned.